Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: part: 07.702.016s lot: 3h53611 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date:15 august 2023 expiration date: 01 august 2026 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent bkp for compression fracture on (B)(6) 2024, with synflate. In the surgery, when the surgeon started to mix the cement, the handle got stuck and could not mix the cement. A spare product was used. The surgery was completed successfully with no surgical delay. Patient was stable. No further information is available. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).